Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for more than four hours.the blood glucose level was 280 mg/dl and the patient got treated with insulin pump. No further information is available.